Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to pain. The patient also had cobalt chromium shavings in the associated tissue and muscle causing muscle deterioration.

Manufacturer narrative:
Upon receipt of additional information the manufacturer location has changed. Reference mfg #0002648920-2016-03294.